Event description:
On (B)(6) 2013, customer states via phone that during a cystoscopy with ureteroscopy on a (B)(6) male pt the fluoro failed. The physician was able to finish the case by using the rad shots. No pt injury.

Manufacturer narrative:
Tech support troubleshoot with customer a report she was unable to get fluoro or pad and advised her to press the handswitch right next to the generator console. Customer did this and now the heating units were going up. When the doctor pressed on the pedal, he now had fluoro and rad showing. Tech support suggested to customer the probable cause was after resetting power to generator, did not press tube warm up.